Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top middle right tooth is loose. At check in the patient marked true to sensitivity and loose. This is a contraindicated patient for bonded retainer.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.